Manufacturer narrative:
Device evaluation: visual inspection was not performed as complaint device was not returned for analysis.   Manufacturing record review for the production order (po) revealed that this serial number lens was manufactured according to specification. There is no associated deviation or non-conformity report found during the manufacturing record review for this complaint. A review of the reported information did not indicate any relationship of the complaint with the intraocular lens (iol) design or manufacturing.   The direction for use (dfu) was reviewed and adequately provides instructions and precautions for the proper use and handling of the intraocular lenses.   Based on the investigation results, there is no indication of a product quality deficiency. The reported complaint cannot be confirmed.    All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Pt age/date of birth: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a model zmb00 intraocular lens was explanted from the right eye of a female patient approximately one month post implant due to her dissatisfaction with her vision. The lens was replaced with model zcb00 lens. The explanted lens was discarded by the surgery center. It was noted the patient has recovered. No further information was provided.